Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.5ml 31ga 8mm experienced an inability to inject insulin (clogged/blocked), and an inability to aspirate. The following information was provided by the initial reporter: material no. 328509 batch no. 9154597. Verbatim: consumer reported, he could not draw his insulin. 1 syringe affected. Lot: 9154597, catalog: 328509, date of event: (B)(6) 2020.

Manufacturer narrative:
H.6. Investigation: customer returned (1) 1/2cc, 8mm, 31g relion syringe in an open poly bag from lot # 9154597. Customer states that one syringe would not draw up medication. The returned syringe was tested and was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 9154597. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint.

Event description:
It was reported that the syringe 0.5ml 31ga 8mm experienced an inability to inject insulin (clogged/blocked), and an inability to aspirate. The following information was provided by the initial reporter: material no. 328509 batch no. 9154597. Verbatim: consumer reported, he could not draw his insulin 1 syringe affected lot: 9154597 catalog: 328509 date of event: (B)(6) 2020.